Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received results of 315, 351 and 316 mg/dl. The normal control range was 95-131 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation. Replacement strips were sent to the customer.